Event description:
During an in-clinic follow-up, the longevity of the device was shorter than anticipated. Premature battery depletion is suspected. No intervention was performed. The patient is stable.